Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no vibration on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported vibration alerts were not functional.

Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on 11/5/2014. The complaint of no vibration could not be confirmed.